Event description:
Similiar packaging, same size as ref v1921 secondary IV or transfer set. Both packages same color, large 15 drops/ml. This is causing confusion as the wrong set may be grabbed. Thus resulting in waste.